Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. The download data shows the device completed 46 first prime pulses and was then deactivated by the user. Since the user deactivated the device before the completion of second prime, the needle mechanism never deployed. During investigation, the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed that would result in a needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.